Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy using arctic sun device but was getting alert 01 (patient line open). Flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percent, water level was 5, system hour were 2042, pump hour were 1878. Nurse stopped therapy, disconnected, and reconnected pads. Resumed therapy. Flow and inlet pressure remained at 0. Mss advised to send device to biomed labeled no flow and use another means of cooling. Per additional information received on 11apr2022, arctic sun device was failing calibration for pressure. A functional check showed the circulation pump would not generate pressure. Biomed requested a quote for the 2000 hour service package.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy using arctic sun device but was getting alert 01 (patient line open). Flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percent, water level was 5, system hour were 2042, pump hour were 1878. Nurse stopped therapy, disconnected, and reconnected pads. Resumed therapy. Flow and inlet pressure remained at 0. Mss advised to send device to biomed labeled no flow and use another means of cooling. Per additional information received on 11apr2022, arctic sun device was failing calibration for pressure. A functional check showed the circulation pump would not generate pressure. Biomed requested a quote for the 2000 hour service package.